Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a false downstream occlusion alarm was not reproduced. A review of the event history log revealed multiple events of "downstream occlusion!" . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor out of calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.